Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose level was 4.1 mmol/l. Customer states act button not responding. Customer states insulin pump had battery out limit. Customer states the pump alarmed after battery change. Customer also reports insulin pump had frozen display. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. No frozen screen noted.